Event description:
N/a.

Manufacturer narrative:
Trackwise- (B)(4). The lot # 3000429846. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Manufacturer narrative:
Tw: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) stapler cap was not opened. After the protective umbrella was released in the blood vessel, blood leaked from the anastomosis and could not be sutured. The operation steps were correct and there was no delay. After replacing the product with a new one, it was used normally without causing any adverse consequences to the patient. No injury.